Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occluder module was not working. There was an error message on the central control monitor (ccm) "service module" and a red "x." The perfusionist (ccp) changed out the occluder module and the unit worked fine for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR 1828100-2014-00102. The field service representative (fsr) confirmed the reported issue. The fsr checked the cable connection on the occluder head assembly, cable wires and connector were all in good condition. The fsr installed a new occluder module and verified that it performed per manufacturer specifications. The release test was completed with no failures noted. The fsr reassigned the new module to the perfusion screens. The unit operated to manufacturer specifications and was returned to clinical use. The suspect occluder module was returned to the manufacturer for further evaluation.